Event description:
Customer awoke at 8:20 am and tested with the freestyle with a result of 66 mg/dl. Caller ate some food and took their morning dose of insulin then went back to sleep. At 10:30 am, customer awoke and did not feel well. The night prior, customer also had pain in the stomach. A second reading of 583 mg/dl was received by customer using the one touch meter. An insulin shot was taken of 15 units humalog. Customer threw up over a two hour period while blood sugar stabilized. 20 additional units of insulin were administered at the end of the two hours and fluids were ingested. At 8:15 pm, customer was taken to the hosp and admitted to ICU. IV's with saline and insulin were provided as treatment. Pt was released the next afternoon.